Event description:
It was reported that during a laparoscopic nissen, an error code was indicated on the generator and the device was tested but the error coded was still being indicated. A like device was used to complete the procedure. There was no adverse consequence to the patient.

Manufacturer narrative:
H.6.: broken blade. Evaluation summary: the analysis results found that the lcsc5 device was returned with the distal tip of the blade broken off and missing. The remainder part of the blade was noted to have scratches and gouges. The indentified blade damage may have occurred form external contact during activation. In addition, minor blade damage may increase in severity during subsequent activations, and may result in blade "lockout" later in the procedure. Therefore, the instructional insert warns: "avoid accidental contact with other instruments during use." Each device is visually inspected and functionally tested prior to shipment, and damage of this magnitude would have been detected at this process. However, the cause of this type of blade damage is currently being investigated.